Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported shuttling. The following information was provided by the user facility: hemostasis failed because the anchor was not placed against the inside of the vessel wall and pulled out completely although the suture was not excessively stained. The tamper tube was not excessively pushed in. The tamping marker was fully visible. The vessel wall was thin. The arteriosclerosis obliterans was not identified. Hemostasis was achieved by manual compression only. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was 6 fr. The blood loss was <250 cc. There was no health damage to the patient.

Manufacturer narrative:
There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined.